Event description:
Patient reported right side rupture due to MRI. Patient also indicated concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and concern with the product.

Event description:
Patient reported right side rupture due to MRI. Patient also indicated concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, one extended opening on the anterior, and red particles on the shell. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified two sharp openings on the posterior/anterior and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was two sharp openings on the posterior and anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.10., g.1., g.3., h.3., h.6.

Event description:
Patient reported right side rupture due to MRI. Patient also indicated concern with the product. Device has been explanted.